Event description:
Related manufacturer report number 3006705815-2022-00518. It was reported that patient experienced ineffective stimulation due to lead migration issue. The right lead migrated to the bottom of the t8 and the left lead migrated laterally confirmed via x-ray. Patient did not follow instructions regarding bending/lifting/twisting. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.